Event description:
It was reported by the patient that they received an electrical shock from the shower-head and since then the patient is experiencing device vibrating and some "funny sensations". The patient also indicated that the device alarm has been heard, but not every day. Follow up was attempted and no additional information was obtained. The device remains in use. No further patient complication have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.